Event description:
An 8mm amplatzer vascular plug 4 (avp4) was unable to be detached from the delivery cable. The avp4 could not be resheathed. The procedure was completed using a different embolization device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.